Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that they had been having problems as for some reason the stimulator would get turned off without them doing anything. Pt said that yesterday all of a sudden they started zinging like crazy and it was horrible. Pt said that they took the battery pack out of the controller and the thing was dead and wouldn't charge. Pt said that it took about an hour to get the device going again and they were in misery. Pt said that they were so sick of the device and wanted the device removed. Patient services (pss) had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Pss then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the controller light flashing green. Pss had the pt unlock the controller and check the batteries screen; the controller was at 100% and the ins was at 70%. Pss had the pt exit the batteries screen; pt confirmed that there was no message saying that stimulation was off on the main therapy screen. Pt confirmed seeing group b highlighted in green. Pt said that they were not extremely happy with the device. Pt confirmed that there were no issues with recharging the ins. Pt said that when they talked to the manufacturer representative (rep), the rep said that it might be an issue with the battery. Pt said that their back would be getting sore and so they would look at the controller and they would see a message saying stimulation is off. Pss reviewed with the pt that the ins would turn off automatically once the ins battery got too low. Pt said that they kept the controller plugged in all the time and that they didn't let the ins get below 30%. The equipment/ins was working as intended during the call. Pss advised the pt to monitor the equipment/stimulation and call pss back if needed.

Manufacturer narrative:
Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.